Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the ok keypad button ¿was not clicking when depressed.¿ there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up # 1 date of submission 5/04/2017 device evaluation: the device has been returned and evaluated by product analysis on 4/14/2017 with the following findings: during visual inspection of the pump, it was observed that the ¿ok¿ arrow on the keypad was cracked. The button was also under responsive to user presses during testing. The battery cap was not returned with the pump and a test cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).